Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2006: patient presented with the following preop diagnoses: degenerative disc disease l5-s1 with biforaminal stenosis and int ractable right leg pain. Procedure: l5-s1 hemilaminectomey with decompression of the right l5 and s1 nerve roots. 2) transforaminal lumbar interbody fusion l5-s1 placement of peak cage packed with bone morphogenic protein. 3) pedicle screw instrumentation l5-s1 using a spinal concepts system. 4) posterior spinal arthrodesis l5-s1. 5) local autogenous bone graft supplemented with bone morphogenic protein. 6) neuro monitoring testing of four pedicle screws monitoring of free running emg x2 hours. Perop: pedicle screws were placed at l5-s1 bilaterally using anatomic probing technique. 6.5 mm x 40 mm screw left side l5. A 6.5 x 45 mm screw on the right at l5, a 7.5 x 30 mm screws in the sacrum bilaterally. Tlif on the right side at l5-s1 was performed. The disc space was then packed with bmp sponges from the medium rhbmp-2. Local bone graft obtained from the facetectomy was also packed into the interspace. A 9 mm peek cage packed with bmp sponge inserted into the disk space. The 40 mm titanium rods placed into the polyaxial screw heads. Post operatively patient sustained unspecified injuries due to rhbmp-2.